Event description:
A discrepant result was obtained on the suspect device when compared to a lab. The device result reported was >8.0 inr. The lab result reported was 5.9 inr. The device was replaced and requested to be returned for evaluation.